Manufacturer narrative:
Update to section and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung issues, small air cysts throughout the chest, lung nodules, and lung infiltrates. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Adverse event/product problem, outcomes attributed to ae updated to reflect serious injury. Box h-type of reported complaint and health impact grid updated to reflect serious injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung issues, small air cysts throughout the chest, lung nodules, and lung infiltrates. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed dust-like contamination on the front panel, top enclosure, and rear panel. An unknown brownish contamination was observed on the top enclosure, around the iso port of the rear panel, underneath the flip doors, and on the bottom enclosure. A whitish dust-like contamination was observed around the inlet of the blower box. An unknown whitish contamination was observed on the backside of the rear panel, on the iso port seal, and in the base of the bottom enclosure. A whitish dust-like contamination was seen around the blower box seal on the blower cap, on the blower motor, and in the base of the blower box. Evidence of liquid ingress was seen on the bottom of the blower motor and in the base of the blower box. A keratin-like substance was observed on the blower box outlet the manufacturer used a fitt (foam integrity test tool) and not able to confirm sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box h: problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice , recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned.